Event description:
It was reported that the pt experienced blisters that were uncomfortable and itchy at the battery site. The pt also experienced an internal burning sensation. The symptoms began approx two months after implant of the rechargeable device. It was noted that the pt had many allergies and sensitivities, and there was concern that the pt was reacting to the charging wand.

Manufacturer narrative:
(B) (4).